Event description:
As reported by end user hospital using a (B)(6) medical convenience kit: while attempting to aspirate through the syringe attached to the manifold, they drew in air. No air was injected, and no pt injury or complications resulted. The manifold was replaced and the procedure was completed.

Manufacturer narrative:
A used sample has been returned to (B)(6) medical, however the device eval is still in process. Upon completion of the investigation a supplemental medwatch will be submitted. (B)(4).